Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed opening assessed as unidentified (tear) opening (shell thickness was within specification). As per the investigation procedure wear abrasion crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: h.3, h.6.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d4; d9; g1; h3; h4; h6.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.